Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 400 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Whether customer use auto mode feature at the time of high blood glucose event or not was unknown. The insulin pump will not be returned for analysis.